Manufacturer narrative:
The subject device was returned to olympus med systems corp (omsc) for evaluation. The evaluation confirmed that the ptfe pad was partially worn away. There were contact marks on the surface of the probe and the jaw. The mfg record was reviewed with no irregularities. Based on the similar cases with the same model, it is known that by continuously activating output without grasping anything in the grasping section (including after the tissue separated), the ptfe pad severely wears. Considering the evaluation result of the subject device, omsc concluded that the reported event occurred since the user continued activating output for an extended time after the tissue already cut. This report is being submitted as a med device report in an abundance of caution.

Event description:
Olympus was reported probe damage error occurred at the start of a subtotal hepatectomy. Olympus received 2 devices, and found that the ptfe pad of 1 of 2 devices was worn away. The procedure was completed with a similar device. There was no pt harm reported without this event.